Event description:
It was reported that pump touchscreen was "glitchy and screen started pressing buttons without being touched". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.